Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that a swan-ganz catheter could not measure cardiac index (ci) after hlm (heart-lung machine). It was clarified by the customer that the ci value was 0.9 l/min/m2; however, the patient was clinically well so the clinicians did not believe it was correct. Furthermore, after the hlm, mixed venous oximetry (svo2) also could not be calibrated and measured despite measuring normally prior to the patient having been connected to the hlm. There was no allegation of patient injury. Patient demographics were requested and not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 744f75 catheter. The catheter passed in-vitro calibration with lab cal-cup. The catheter was submerged in a 37.3ºc water bath and read 37.2ºc on the vigilance ii monitor. The thermistor temperature reading was within specified accuracy, per the vigilance manual. The catheter ran continuous cardiac output (cco) in a 37.3ºc static water bath for 5 timed minutes without an error message. The thermistor and thermal filament circuit were continuous with no open or intermittent conditions. The eeprom data was found to be normal and both the stored data and the computed data matched. The resistance value of the thermal filament circuit was measured at 39.09 ohms, which was within specification. The balloon inflated concentric and remained inflated for 5 timed minutes without leakage. The catheter body seemed to be obstructed with blood in the distal lumen at 27.4cm proximal of the distal tip. The proximal lumen was patent without any leakage or occlusion. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint; however, the customer report of a cardiac index issue was not confirmed on evaluation, as the device responded appropriately during functional testing. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, values can change quickly and dramatically. The observed values should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.